Manufacturer narrative:
(B)(4). Batch #l5575v. The analysis results found that the cdh21a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a total gastrectomy procedure, the patient's information is unknown. The device was used to anastomose the jejunum and esophagus. After opened the safety lock, the surgeon found it difficult to fire the device and tried to compress it with power. The surgeon compressed the firing trigger until unable to compress any more. There was no audible or tactile feedback. Removed the device from the tissue, the surgeon found that the tissue was cut partly and the staples were all malformed with legs straight. There is no report on whether the washer was cut through. A competitor's product was used to complete the surgery. The patient is in stable condition now and in recovery.